Event description:
It was reported that the vns patient¿s device was tested and diagnostic results revealed high impedance (impedance value ¿ 9077 ohms). Clinic notes were received indicating that the patient was hospitalized in (B)(6) 2013 due to non-displaced iliac wing fracture due to a fall from an increase in seizures. The patient¿s seizure frequency increased from one seizure per month to one seizure per week. The patient¿s device settings and medication were increased. The patient was re-admitted to the hospital in (B)(6) 2013 for increased seizures. The patient was referred to adult neurology where interrogation of the patient¿s device displayed an ¿error¿ message. No known surgical interventions have occurred to date.

Manufacturer narrative:
Review of the available programming and diagnostic history. Additional information indicates that the increase in seizures was not related to the high impedance event. This report involves the high impedance which was observed on (B)(6) 2014. Additional information indicates that the increase in seizures was not related to the high impedance event. No adverse event is associated with this high impedance. Additional information indicates that the increase in seizures was not related to the high impedance event. This report involves the high impedance which was observed on (B)(6) 2014.

Event description:
Review of the available programming and diagnostic history showed normal diagnostic results through (B)(6) 2013. Therefore, the vns patient's increase in seizures was not related to the reported high impedance. The increase in seizures will be investigated in manufacturer report # 1644487-2014-01867. It was reported that the "error" message occurred on (B)(6) 2013 and was indicative of a communication issue. The patient's device was subsequently interrogated so a communication issue is not suspected. No patient adverse events occurred related to the "error" message. The patient device was disabled on (B)(6) 2014. X-rays were taken but have not been provided to the manufacturer for review. It was reported that the patient's device was unable to fully control the patient's seizures so the physician elected to not pursue surgery at the time.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death.